Event description:
It was reported that the device was explanted and replaced as it is subject to the assurity, endurity inhomogeneous epoxy mixing field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable.